Manufacturer narrative:
Clarification to type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of infection ("sinus infection"), deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm volux¿ xc. The patient ¿had delayed onset nodules and inflammation two months after treatment, also had a (non-device related) sinus infection and on antibiotics for extended period of time¿. Symptoms status is unknown.